Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition, high thresholds, and loss of capture. The patient did not experience any asystole of greater than two seconds. Subsequently, this rv lead was explanted and replaced with another lead. No additional adverse patient effects were reported.